Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that:one of the following was received: driving cap (part # 03.010.475 / lot # 7720478), insertion handle (part # 03.010.440 / lot # 11-3169), the returned device shows significant use during its 4+ year lifespan, with numerous gouges from hammer blows. The distal threaded portion of the device (03.010.475) is broken off and was returned stuck into the insertion handle. The insertion handle (03.010.440) has no other damage or issues, no further investigation is required. The returned devices are used to insert tibial and femoral nails. The exact cause of the complaint cannot be determined, but it was likely a result of excessive/off angle hammer blows during use. A visual inspection, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Manufacturing site: (B)(4). Manufacturing date: january 17, 2012. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a piece of one device broke off into another device during surgery. Intra-operative surgery on (B)(6) 2015, driving cap was threaded into the insertion handle, while surgeon was striking the driving cap the driving cap broke at the junction of the cap and insertion handle. No fragments were left in patient; no fragments were ever in patient. No significant delay with the case, the surgeon was able to continue on with his surgery. Outcome of surgery was not affected. This is report 1 of 1 for (B)(4).